Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer pi muscular vsd occluder was chosen for implant with a 12f competitor delivery sheath. During deployment, the device took on a cobra deformation and was retracted from the patient. There were no interactions with cardiac structures. The procedure was aborted and no device was ultimately implanted. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable with no adverse consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.